Event description:
The pt was being resuscitated with intubation when it was noted that breath wounds were not heard on auscultation. Initially it was assumed by md that the et tube cuff may be leaking and the et tube was replaced. Again no breath sounds were noted. The system was checked for leaks and then the ambu-bag was replaced and breath sounds were ausculated. Further examination of the ambu-bag confirmed malfunction with the air instead of moving in a forward direction it was instead moving in a backward direction through the tubing in the back of the bag. The pt expired but their condition was very critical on admission and their death could not be attributed with certainty to the malfunctioning ambu-bag. If this does not meet FDA reporting standards please advise.